Event description:
It was reported that the patient was experiencing worsening discomfort and burning sensation at the ipg site. It was also noted that the patient had intermittent shocking sensations and had difficulty charging the ipg. Several reprogramming were attempted, however, unsuccessful. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well post-operatively. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred over the last year from date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 21028379 / 21028379.